Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented in-clinic for a follow-up, and upon attempting to interrogate the device, communication would be lost with the device soon after initial interrogation. Troubleshooting and multiple programmers were tried in multiple rooms but encountered the same issue. A telemetry test was performed and was successful each time establishing an open channel. The issue appeared to be related to environmental noise preventing good communication with device. The patient was stable at the time of event and will continue to be monitored.